Event description:
It was reported that the patient had twiddler's syndrome and twiddled the right atrial (ra) lead and right ventricular (rv) lead until they dislodged out of the heart. As a result, there was no capture. The leads were repositioned. One month later, the patient twiddled the leads again. The ra lead was explanted and replaced and the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 4574-45, implanted: (B)(6) 2014. (B)(4).